Event description:
International customer reports, that the surgeon broke a suture that was previously implanted during a surgical procedure six months prior. This occurred by clamping a vascular occluding device to this previously implanted suture. No adverse pt consequence was reported.

Manufacturer narrative:
Conclusion: surgeon error caused this event. The surgeon physically broke the previously implanted device through the application of surgical instruments. The product insert warns the user that care should be taken in handling this suture material. Avoid crushing or crimping damage due to the application of surgical instruments.